Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 9680001-2017-00055, 3005334138-2017-00099, 2030404-2017-00030, 2182269-2017-00083. Following an atrial fibrillation procedure a pericardial effusion occurred. The procedure was completed with no complications but on postoperative day 9 the patient presented to the emergency room with abdominal pain. A CT scan was performed which revealed the pericardial effusion. The patient was taken to surgery where a pericardial window was performed to stabilize the patient. There were no performance issues with any abbott device.